Manufacturer narrative:
The device is available to be returned for analysis; however, the device has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. (B)(6).

Manufacturer narrative:
Complaint conclusion: the balloon of a powerflex pro pta balloon catheter (bc) ruptured during the procedure and it was very difficult to remove it. Nevertheless, there was no consequence to the patient. X-rays were performed during procedure. The device is available for expertise. The product was returned for analysis. One non sterile powerflex pro 6mm x 2cm 135cm bc was returned. Per visual analysis the balloon burst was observed at approximately 1 cm from the distal end and frayed/torn conditions were observed on the balloon rupture. No other anomalies were observed. A leak test could not be performed since a leakage was observed in the balloon due to a burst condition. A balloon withdrawal test could not be performed either. Sem analysis showed that the external and internal surfaces presented evidence of abrasion marks and scratches that could be related to the balloon burst. Marker bands did not present any evidence of damage. A device history record (DHR) review of lot 17174906 revealed no anomalies or non-conformances that can be associated with the reported event. The event reported as ¿balloon- withdrawal difficulty¿ could not be properly evaluated since functional analysis could not be performed due to the balloon damage. However, the cause of this event may be related to the balloon burst. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note that the device has been returned for analysis. According. However, the engineering report is not yet available. It will be provided within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the balloon of a powerflex pro pta catheter ruptured during the procedure and it was very difficult to remove it. Nevertheless, there was no consequence to the patient. X-rays were performed during procedure. The device is available for expertise.